Event description:
It was reported that a shaft break and removal difficulties occurred. One to two weeks earlier, an unspecified stent was implanted in the right hepatic duct to common bile duct and another unspecified stent was implanted in the anterior segment. The procedure was planned to implant a stent in the left hepatic duct to the right hepatic duct. The portal duct was noted to be tortuous. A 10mm x 60mm x 75mm epic self-expanding stent delivery system (sds) was inserted via an unspecified guidewire. The slight resistance was encountered when crossing the mesh area of the previously implanted stent in the left hepatic duct to common bile duct. The physician continued to advance the sds and it was noted that the tip of the epic stent was deployed in the unintended area, near the target lesion area. As a result, the sds became unable to move. Therefore, the physician deployed the stent where the tip of the stent had deployed. The epic stent partially covered the target lesion. During the withdrawal of the sds, the resistance was encountered again. When the sds was pulled and removed from the patient, it was noted that only the outer shaft was removed and the inner shaft remained inside the patient. Consequently, the inner shaft was removed from the patient but the section where the stent was deployed was kinked in accordion shape. Because the stent managed to reduce the patient's jaundice additional intervention was not scheduled. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received in two pieces. The inner shaft was twisted/torsional damage 60mm-70mm from the distal tip. The inner shaft was completely separated from the sds. There was no damage or irregularities to the handle. There was no damage or irregularities to the tip. There were numerous kinks and buckled locations throughout the outer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break and removal difficulties occurred. One to two weeks earlier, an unspecified stent was implanted in the right hepatic duct to common bile duct and another unspecified stent was implanted in the anterior segment. The procedure was planned to implant a stent in the left hepatic duct to the right hepatic duct. The portal duct was noted to be tortuous. A 10mm x 60mm x 75mm epic self-expanding stent delivery system (sds) was inserted via an unspecified guidewire. The slight resistance was encountered when crossing the mesh area of the previously implanted stent in the left hepatic duct to common bile duct. The physician continued to advance the sds and it was noted that the tip of the epic stent was deployed in the unintended area, near the target lesion area. As a result, the sds became unable to move. Therefore, the physician deployed the stent where the tip of the stent had deployed. The epic stent partially covered the target lesion. During the withdrawal of the sds, the resistance was encountered again. When the sds was pulled and removed from the patient, it was noted that only the outer shaft was removed and the inner shaft remained inside the patient. Consequently, the inner shaft was removed from the patient but the section where the stent was deployed was kinked in accordion shape. Because the stent managed to reduce the patient's jaundice additional intervention was not scheduled. The procedure was completed with this device. No patient complications were reported and the patient's status was good.